Event description:
The surgeon was in the process of implanting a trochanteric fixation nail (tfn) for an intertrochanteric hip fracture and during the hammering of the helical blade there was an impingement by the engaged lock at the proximal end of the nail. They performed x-rays and it did look like the locking device was down. The surgical tech could not recall if the plastic sliding post which prevents the screw from sliding down was present when they opened the tfn set. The surgeon removed the nail and the helical blade and replaced it with a different nail and helical blade for completion of the procedure. The procedure was delayed by 25 minutes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.